Manufacturer narrative:
Received used d1005 tego connector for inspection. Tego had cracks along the threads. The parts have no sign of flowlines, no void or defects and there is no sign of splay or crazing. The gate area is free of any signs of defect, no gate blush, or signs of jetting. No discoloration that would indicate fluctuation in processing temperature. No mating device was returned for evaluation. The complaint of cracks can be confirmed. The probable cause is unknown. It is unknown how the chemo could interact with the chemo body and if the chemo could lead to the breakage. The tego has not been tested to understand the durability with chemotherapy drugs.

Event description:
The event occurred on various dates since april 2024 and involved a tego¿ connector. It was reported that a tego¿ connector was found to have a crack during patient use. It was stated in the report that 9 central line tego connector caps have been cracked since on (B)(6) 2024. The product is cracking on the yellow threads during flushing with a saline syringe or withdrawing blood for labs. The cracks are being noted 3-7 days after being placed on the patient's central lines. The customer stated most often the patients had received chemotherapy in the previous 7 days and had a closed system transfer device (cstd) chemo clave attached tightly to the cap. There was no patient harm reported. Eleven used devices were returned for investigation this captures 6 of 11 devices.